Event description:
Per the sales rep, a third party informed him of a palmaz coronary stent fracture. Also, the sales rep indicated that he did not have any add'l info related to the stent fracture.

Manufacturer narrative:
Info received from a sales rep indicated that a pt experienced a stent fracture after having a coronary artery stent implanted. Per the sales rep, a third party informed him of a palmaz coronary stent fracture. Also, the sales rep indicated that he did not have any add'l info related to the stent fracture. There has been no other info provided regarding the pt procedure or the stent, procedural films are not available. The sterile lot number for the device is unk; therefore, a device history report review could not be conducted. Stent fractures are uncommon events that have been observed in a long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. With the limited info provided, it is not possible to determine exactly what factors may have contributed to the reported event.